Manufacturer narrative:
Follow-up #1: date of submission 11/8/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 10/28/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages to the pump. On investigation, display lens protection film was scratched.

Event description:
On (B)(6) 2013, reporter contacted animas, alleging that the display lens was scratched. The pump was not available for review during the contact with animas. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.